Event description:
It was reported that the usb port of the pump was damaged, making it impossible to plug in or turn on the device, despite attempts with different cables. There was no adverse impact to the customer¿s blood glucose level. The device is being returned, and a replacement pump has been issued.